Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred within one day of insertion. The insertion site was thigh. The infusion set was in use for one day. The patient's blood glucose level was 400 mg/dl and was treated with insulin pens. No further information available.